Manufacturer narrative:
Correction: code medical device problem code for insulation break added.

Event description:
Related manufacturer report number: 2017865-2021-33739; 2017865-2021-33744. It was reported that patient was dependent on the system for normal function. It was noted that noise that could be reproduced was observed on the right atrial (ra) and right ventricular (rv) leads. The patient's pacemaker was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The system was explanted and replaced. During the procedure insulation breaches were observed on both ra and rv leads at the same location just below the clavicle. The patient was stable following the procedure.